Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Concomitant medical products: left; 500cc mentor memorygel breast implant; catalog number: 3507500bc; serial number: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 500cc mentor memorygel breast implant and was presented with breast implant rupture on her right side during removal and replacement surgery with non mentor implants on (B)(6) 2020.